Event description:
(B)(4). In (B)(6) 2009 when I requested to have my tubes tied after giving birth to my son, I was not given any alternative to essure, it was the only option my obgyn had offered me. Since the essure was implanted in my body (B)(6) 2010, I had a 12 week, excruciating recovery, instead of the one week recovery they had advised me of prior to having the procedure. Since then, every month just before and during my menstrual cycle, I am plagued with the most intense, debilitating menstrual cramping I have ever had! The pain is ten times more severe than labor and delivery pain was for either of my two children and lasts for 3-5 days. Also, my menstrual cycle has become extremely heavy, with numerous large blood clots, every month since the procedure, lasting longer as well (7-14 day cycles after essure, prior to essure my cycle was 4-6 days, never once had menstrual cramps very and light flow). I have had extreme fatigue since getting essure, migraine headaches, depression and anxiety.